Event description:
Screw implanted for a calcaneous fracture in 99. After completion of the procedure an x-ray was taken and a metallic density appeared at the sustentaculum. Another incision was made to remove the screw. Upon removal it was noted the threads had peeled.